Event description:
It was reported that, during npwt, a total of four renasys 15 fr channel drain a kit were unable to suction while attached to a renasys touch pump, which displayed a message of blockage alarm on the screen. This issue was not solved between drain kits exchanging. No delay in treatment was reported as it was continued with just the smith and nephew soft port. Neither patient injury nor other complications were reported.

Manufacturer narrative:
H3, h6: the device, used in treatment, was not returned for evaluation. All provided information has been reviewed and we have not been able to establish a relationship between the device and the reported event or determine a root cause. Potential root causes include, kinks, leaks and blockages in the vacuum circuit or a component failure. The manufacturing records show no evidence that the product did not meet the specification at the time of manufacture. A complaint history review found further instances of the reported event. The IFU has been reviewed and contains comprehensive instructions on the safe operation and use of the device. The associated risk files contain details relating to harm. However, as no harm has been alleged then additional review is not required. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.